Event description:
It was reported that during implant of the right ventricular lead the patient had cardiac tamponade and a cardiac perforation. The patient was transferred to a surgical suite for pericardiocentesis and withdrawal of the lead. The patient was then transferred to the intensive care unit hemodynamically stable. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The incorrect suspect medical device was inadvertently reported for this complaint under manufacturing report number 6000094-2012-01138 and as a result this device (model sesr01/serial (B)(4)) is being redacted. The correct suspect medical device (model 5076/serial (B)(4)) for this reportable complaint has been reported in manufacturing report number 2649622-2012-06559 accordingly. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant of the right ventricular lead the patient had cardiac tamponade and a perforation of the lead. Pericardiocentesis was performed and the implantable pulse generator and lead were removed. No further patient complications have been reported as a result of this event.